Event description:
It was reported that outside of surgery the device did not work. No harm or delay were reported as no patient involvement was noted. No adverse event was reported as it relates to the event. Upon investigation, the motor speed was unstable. There is no additional event information available as diligence was completed.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speed was unstable, device out of calibration at the 0 reading, needle bearing and screws worn, and control bar not in the correct position and the motor, needle bearing and screws were replaced and control bar repositioned and recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends